Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the unit temperature would not drop accordingly. Mixing pump head was replaced. Circulation pump head was replaced preventatively. Preventative maintenance was performed. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The device history record review was not required as the event was not an out of box failure therefore the reported event is not manufacturing related. Labeling review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not to be labeling or packaging related. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that temperature in arctic sun device did not drop during use. As per wo review on (B)(6) 2023, there was no patient impact. As per additional information received on (B)(6) 2023, device was under investigation. There was no patient impact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that temperature in arctic sun device did not drop during use. As per wo review on 22feb2023, there was no patient impact. As per additional information received on 27feb2023, device was under investigation. There was no patient impact.